Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the user interface and system controller pcb assemblies and the flex cable assembly which connects the user interface pcb to the pcb stack.  Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use. The removed assemblies were further evaluated in the failure analysis center.  The cause of the reported issue was determined to be a thermally sensitive integrated circuit chip, designator u2 from the user interface pcb assembly.

Event description:
The customer initially reported an issue with their device related to the printing functionality. After an evaluation of the device, it was observed that the device was booting up to a solid white screen, which is indicative of a device lockup. There was no report of any patient use associated with the reported issue.